Event description:
It was further reported that the patient received assistance and all concerns resolved.

Event description:
Follow up information received that the patient's implantable neurostimulator (ins) was checked by the healthcare professional and found to be in working normally. It was noted that the patient had lost weight and could feel the device when in normal positions. The patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Event description:
It was reported that on the morning of the report, the patient woke up with excruciating pain "right inside the device" and in the muscle around it, and could not walk. It was "so bad" that the patient wanted to go to the hospital. The reporter indicated that the patient's muscle felt contracted around her buttock, she could not get it loose and it felt like a "charley horse." The patient turned her device off the whole day and was afraid to turn it back on. It was however noted that the patient had trouble turning it off and attempted 5-6 times before it went off. Turning the device off was also noted to have helped with the patient's pain. It was indicated that the patient took some pain medication for severe bladder disease (interstitial cystitis). It was also reported that the patient experienced a loss of therapeutic effect and hadn't done any activity that she didn't normally do that would cause that to happen. The patient also hadn't had any falls or trauma. The previous night, the patient's left hip by her buttock/bottom area was "as hard as a rock", sore and tender. She also couldn't roll off the bed and needed help. The device itself didn't hurt, but the patient just had cramps in her buttock. The reporter indicated that the patient may have slept on her device the night before but was unsure. It was also indicated that stimulation was turning off. The reporter indicated that the patient had an accident the previous week, "like water breaking during pregnancy", where the top of her tailbone was swollen 3 times its size, puffy and felt scar tissue where the leads met. However, it went down when she used warm compresses, and the pain eventually went away. This was noted to have happened previously also, about a month prior, after doing a lot of walking. The reporter indicated that there was something wrong with the device and the patient wanted to have it checked. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v693902, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).